Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Ous MDR - it was reported that during a follow-up visit about one month after the implantation this atrial lead was not capturing. The device was reprogrammed to vvir. A lead revision is intended. No adverse patient side effects have been reported.